Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4): the meter was found to have a a dirty spc pin. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra meter continued to display the "apply sample" indicator after having applied a blood sample to the test strip. The complaint was classified based on the customer care advocate (cca) documentation, since the patient was unable to be reached by phone for additional information. The patient reported that the alleged issue started on (B)(6) 2013. The patient informed the cca that he manages his diabetes with insulin; however, it is not known if the patient made any adjustments to his usual diabetes management regimen as a result of not being able to obtain a blood glucose reading with the subject meter. The patient denied developing symptoms, but claimed he was hospitalized on (B)(6) 2013 and discharged on (B)(6) 2013. The patient reported obtaining blood glucose readings of "37 and 22 mg/dl" when tested with an emergency medical service meter. No additional information regarding the patient's hospitalization was provided. At the time of troubleshooting, the cca noted that the patient did not have testing supplies with him. Replacement products were sent to the patient. This complaint is being reported because, the patient reportedly developed signs/symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
(B)(4)